Event description:
As reported to coloplast, though not verified, a restorelle mesh was implanted in (B)(6) 2018. From 2022, the patient with this device experienced: recurrent vaginal klebsiella, rectocele, abdominal pain, cystocele-midline, back pain, pain with prolonged sitting, pelvic pain and underwent removal of pelvic mesh, harvest of rectus fascia, abdominal sacral colpopexy using autologous rectus fascia, posterior and perineal repair and bilateral oophorectomy via general anesthesia. Recurrent rectocele, inability to have sex and feeling of bruised lower abdomen were reported post procedure.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.